Event description:
It was reported that patient presented in clinic. The patient's left ventricular (lv) lead exhibited high pacing impedance and failure to capture. The lv lead was explanted and replaced. Patient was stable.